Event description:
On (B)(6) 2011 customer reported that the electrolyte injection cup (eic) and eic drain were oveflowing on the dxc 800 pro instrument. Customer stated that the calcium (ca) calibration was also erratic. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(4) 2011 and determined that the j2 multi-valve failed. This valve is for both the eic and cigar tube waste evacuation. Fse ordered a new valve to complete repairs. On (B)(4) 2011 fse replaced the j2 valve and the eic assembly. Ion selective electrode calibration was performed and verified within specification. Fse performed 3 level 5 point precision run and all levels for all electrolytes were within 1 standard deviation of mean. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).